Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the use of the boston scientific ligator, the suture broken, thus the reason the band would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was identified that the device was used for the dissection of a lesion not to treat esophageal varices; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids.

Manufacturer narrative:
Block h2 (correction): block b5 (describe event or problem), block b7 (other relevant history) and block h6 (device code) have been updated based on the information that was identified on (B)(6) 2025. Block h6: imdrf device code a0401 captures the reportable event of suture was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the use of the boston scientific ligator, the suture broken, thus the reason the band would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.